Manufacturer narrative:
The biomedical engineer states that the bsm (bedside monitor) is in communication loss. Customer was asked to use a known working network card, however when tried, the network card did not work. Customer would like to send the device in for evaluation and repair. Customer would like to order 3 network cards and was assisted on how to pick the ip's. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer states that the bsm (bedside monitor) is in communication loss.